Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2021, penumbra inc. Became aware of a journal article titled, (B)(6). This article follows a single case of a pulmonary artery pseudoaneurysm (pap) embolization using three ruby coils. No procedural complications were reported involving the ruby coils. Nine months later, the patient presented with fever, cough, and blood-stained sputum. Chest radiography showed further retraction of the stent and the ruby coil migrated up the trachea. Computed tomography (CT) scans were performed confirming the coil migration and showing that the pap was still thrombosed. After subsequent scans, it was noted that the coil was passed from the patient. It was not possible to ascertain specific device information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all device malfunctions and events within this literature source.